Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels that ranged from 50-60 mg/dl. Cause was unknown. Customer consumed carbohydrates to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.